Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol flat mesh (device #3) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol flat mesh(device #3). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug(device #2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two (2) unspecified bard/davol perfix plug(device # and device #2) on (B)(6) 2004 and an unspecified bard mesh(device #3) on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the two (2) perfix plug(device #1 and device #2) and the bard mesh (device #3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
Attorney alleges that the patient underwent surgery for implant of two (2) unspecified bard/davol perfix plug(device # and device #2) on (B)(6) 2004 and an unspecified bard mesh(device #3) on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the two (2)perfix plug(device #1 and device #2) and the bard mesh(device #3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2004 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with the implant of two perfix plugs (device #1 & #2). Per operative notes, "there was a direct inguinal hernia. In the right side, a large perfix plug (device #1) was placed into the defect and the patch was then placed into the floor of the canal. Attention turned to the left side, identified a large direct hernia. A large perfix plug (device #2) was placed into the defect and patch was placed in the floor of canal." (B)(6) 2012 - patient was diagnosed with recurrent bilateral inguinal hernia thereby underwent laparoscopic repair with the removal of meshes (device #1 & #2) and implant of bard flat mesh (device #3). Per operative notes, "identified the harsh hernia contents in the right lower. There was a plug (device #1) here and was removed, then a bard flat mesh (device #3) was tacked into the abdominal wall. There was some old scar tissue. Attention to the left side, there was some adhesions to the plug and the plug (device #2) was removed. Then placed a piece of bard flat mesh (device #3)." (Note ¿ per the size provided in the op note and sticker it was identified the bard flat mesh has been cut and place bilaterally). (B)(6) 2014 - patient was diagnosed with bilateral recurrent inguinal hernia thereby underwent laparoscopic repair with the partial removal of mesh (device #3). Per operative notes, "entered the preperitoneal space on the right, it was difficult dissection as he had a preperitoneal mesh placed before. Attention to the left, entered the preperitoneal space and dissected the peritoneum down off the previous mesh. Reduced the mesh at the old hernia and trimmed a big piece of it back. A synthetic mesh was placed. Attorney alleges that the patient had adhesions and hernia recurrence.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol flat mesh(device #3) may have caused or contributed to the reported event.. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years post implant of bard flat mesh, patient was diagnosed with hernia recurrence thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. This supplemental emdr represents the bard flat mesh (device #3). An additional supplemental emdr' s were submitted to represent the perfix plug (device #1) and perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.